Event description:
Boston scientific received information that after the patient fell, this right ventricular (rv) lead was causing the patient to experience diaphragmatic stimulation. The physician opted to place a new lead. The lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited diaphragmatic stimulation after the patient fell. The physician opted to place a new lead. The lead was surgically abandoned. No additional adverse patient effects were reported.